Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air gaps in the infusion set tubing. The contact reported that the air was coming from the cartridge. The customer's blood glucose (bg) level was 500 mg/dl. The bg level was addressed by the cartridge being changed and a bolus via the pump being delivered. Reportedly, the contact inserted the needle with an empty syringe into the cartridge to withdraw the air during the load process. Tandem's technical support educated the contact regarding the proper load technique.